Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius stay safe mts sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the patient experienced an air detected in cassette alarm during drain 0 of 6 of treatment. The treatment was continued and a fluid leak was discovered during fill 1 from the pin of the multi-connector. It was reported that the leak was caused by a loose piece of plastic from the third pin of the multi-connector. No fluid came in contact with the cycler. The patient reported that they would reset up with new supplies. Additional information was requested but to date, has not been provided.